Event description:
The report received indicated that during a visual examination of the product, the customer identified the presence of strands and particles. Further info indicated the problem was visible through the sterile pouch, as such, the devices were not removed from the sterile pouch. There were no anomalies noted with the packaging.

Manufacturer narrative:
Please note that the product is not available for eval. However, a device history record review was performed and showed that this lot of products met all requirements per the applicable mfg quality plan. This is one of nine products involved in the same event and reported under mfg numbers: 9616099-2008-00978, 00981, 00983, 00984, 00985, 00986, 00987, and 00988.